Event description:
It was reported that they were trying to initiate therapy on patient, but the arctic sun device keep alerting 02 (low flow), water flow rate (wfr) was 0 l/m. Adult patient with 4 pads connected, patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c. Walked through stop therapy, disconnected and reconnected pads. Restarted therapy and device primed to 0 l/m water flow rate (wfr). Placed device in manual control with no pads connected, system diagnostics outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.5c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 10194.3, pump hours were 8600.5. Added back all 4 pads while still in manual control, system diagnostics water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -5.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 85 percentage. Walked through disabling manual control. Restarted therapy and water flow rate (wfr) was stabilized at 2.8 l/m. Therapy resumed, encouraged to call back with any additional questions, concerns or alerts/alarms, sn #(B)(6). Per follow up information received via task on 02apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2025-00005. Correction: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on patient, but the arctic sun device keep alerting 02 (low flow), water flow rate (wfr) was 0 l/m. Adult patient with 4 pads connected, patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c. Walked through stop therapy, disconnected and reconnected pads. Restarted therapy and device primed to 0 l/m water flow rate (wfr). Placed device in manual control with no pads connected, system diagnostics outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.5c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 10194.3, pump hours were 8600.5. Added back all 4 pads while still in manual control, system diagnostics water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -5.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 85 percentage. Walked through disabling manual control. Restarted therapy and water flow rate (wfr) was stabilized at 2.8 l/m. Therapy resumed, encouraged to call back with any additional questions, concerns or alerts/alarms, sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on patient, but the arctic sun device keep alerting 02 (low flow), water flow rate (wfr) was 0 l/m. Adult patient with 4 pads connected, patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c. Walked through stop therapy, disconnected and reconnected pads. Restarted therapy and device primed to 0 l/m water flow rate (wfr). Placed device in manual control with no pads connected, system diagnostics outlet monitor temperature (t1) was 10.6c, outlet control temperature (t2) was 10.5c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 10194.3, pump hours were 8600.5. Added back all 4 pads while still in manual control, system diagnostics water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -5.6psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 85 percentage. Walked through disabling manual control. Restarted therapy and water flow rate (wfr) was stabilized at 2.8 l/m. Therapy resumed, encouraged to call back with any additional questions, concerns or alerts/alarms, sn #(B)(6).